Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery to treat a supracondylar humeral fracture on (B)(6) 2016, while the surgeon was affixing the variable angle (va) locking compression plate, two va locking screws were not able to be locked and idled when the surgeon tried to drill in the variable angle mode. It was reported that the surgeon started the surgery in accordance with the technical guide. There was a ten minute surgical delay due to the reported event. There was no patient harm reported. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the screw was received, but we have not received any lot number to the returned screw and the allocation of the matching manufacturing document was not possible. The visual inspection has shown that the recess is slight worn. Head thread is completely worn down and the anodized color got shaved off. Shaft thread is partially damaged. The seen damages on the head thread were caused through idling like reported in the complaint description. The shaft thread must have had contact with the plate or other hard material which caused those threads to become damaged. No manufacturing related failure can be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.